Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: 8 ml/hr. Procedure: rotator cuff repair. Cathplace: interscalene block. Date of surgery: (B)(6) 2014. The pt's husband contacted the product support line (hotline nurse) to report that his wife's right eye is droopy and a little blurry. Pt husband states that the pt denies having metallic taste in her mouth, dizziness, confusion, etc., and states that the pain is well controlled. Hotline nurse gave instructions to clamp the pump and hone the anesthesiologist. Hotline nurse phoned the pt the morning of (B)(6) 2014 to f/u with the pt and spoke to the pt's husband. He states that they spoke to an anesthesiologist and were told that her symptoms of droopy eye was okay and it would go away. He states that his wife got up on her own during the night "to take care of business" and did fine, so he went into work. Pt's husband reported that his wife had difficulty breathing and 911 was called by a lady from church. Pt's husband reported he would save the pump for return. Add'l info rec'd (B)(4) 2014: pt's husband reported that pt is doing okay, and started physical therapy. Pt's husband reported that his wife's reaction could have been an initial reaction to the anesthesia or possibly could be the pump as well. The symptoms of droopy eye did go away, but had returned on (B)(4) 2014 along with difficulty breathing. Blood work was done in the ER but he did not know if a local anesthetic level was done.

Manufacturer narrative:
Method: the device was reported to be available and currently pending return to the manufacture, once rec'd testing methods will be performed. A review of the device history records (DHR) is currently in progress. Results: at this time, the investigation and eval are still in progress. Conclusions: I-flow is pending the return of the device for an eval. The investigation is ongoing, once completed, a f/u report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.